Event description:
Distributor received information that a patient with an automatic implantable cardioverter defibrillator (aicd) received shocks in normal sinus rhythm. The physician performed an invasive procedure toevaluate the system, and found no obvious problems; however, the physician elected to replace the patient's rate sensing leads. The physician implanted a biopolar endocardial (transvenous) lead to replace the two unipolar myocardial (epicardial) leads. The two unipolar myocardial leads were capped and remained implanted. Aicd remains implanted.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.